Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure for a uterine prolapse on (B)(6) 2010 and an unknown product was used. The unknown product used in the procedure became loose according to the reporter, who was the son of the patient. The patient underwent a second procedure on (B)(6) 2010 and pelvic floor repair mesh was used. Following this procedure, the patient experienced pain, swelling, inability to walk fast, difficulty sitting, and discomfort to sleep. The patient was evaluated by the physician who thought there was an excess of product in her body and which was causing a rejection. The mesh has not been removed. The patient is resting and taking analgesics.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.